Event description:
A surgeon reported that the vitrectomy probe stopped cutting the vitreous after a few minutes of starting the surgery. The cutter was reported to have been aspirating. The probe was replaced and the surgery was completed without harm to the pt.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).